Event description:
It was reported that a spectrum iq pump failed to detect an upstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to properly detect an upstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. During evaluation, the device had a reduced audio level. The cause was identified to be a detached speaker and the rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.